Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As documented in the additional information, the stent component was not attached to the delivery system. The stent was not returned for evaluation. Multiple kinks were found in the proximal coil. The delivery wire underwent dimensional analysis, and the measurements that control the attachment and delivery of the stent were found within specifications. The reported issue in the complaint is confirmed based on the multiple damages on the delivery wire. These damages suggest that excessive force could have been inadvertently applied during the attempts to overcome the impeded issue reported, where push / pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the damaged stent and delivery wire. Clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. However, with the amount of information available this only remains speculative. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9784478. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-jan-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9784478. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure targeting an aneurysm on the right internal carotid artery (ica) and posterior communicating artery], the 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700 / 9784478) was impeded in the proximal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31659835) and could not be further advanced. The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure, which was reportedly prolonged by about 20 minutes. There was no report of any negative impact on the patient. On 30-dec-2025, additional information was received. The information confirmed the procedure was a stent-assisted coil embolization targeting an aneurysm on the right internal carotid artery / posterior communicating artery. An adequate continuous flush was maintained through the microcatheter. When the stent was removed, it was detached from the delivery wire. The information indicated that "the stent remains at the proximal end of the microcatheter and cannot be removed, and the stent delivery system is undamaged.¿ the replacement stent was another 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and the reported 20-minute delay in the procedure was not considered to be clinically significant.